Event description:
The MFR's rep reported that the patient "had neurological deficits following procedure." The MRI scans were initially normal, but now there are abnoraml findings. In 2004, the hcp removed the portion of the catheter that was in the intrathecal space. A follow up report will be sent when additional information is received.